Event description:
The advocate called for help with the customer's contour meter. He performed control tests during the call and rec'd a result of 25 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.